Event description:
It was reported that during a laparoscopic cholecystectomy procedure clips were falling off the applier as the health care professional began to apply clips to the structures. Follow-up info was requested multiple times, but no follow-up info was provided.

Manufacturer narrative:
Final investigation of the device revealed no anomaly. The device was returned with one clip. The clip was fired and was acceptable. The clip did not fall out when the clip was fired.